Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600490 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the device is activated the staples are not closing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples misaligned. The returned stapler appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 28 staples left in the cartridge indicating that at least 7 staples were fired by the end user. (B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples misaligned. The returned stapler appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 28 staples left in the cartridge indicating that at least 7 staples were fired by the end user. (B)(4). The IFU for this product, l03485, was reviewed as a other remarks: part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "staples do not close" could not be confirmed based upon the sample received. Although the stapler was returned with the staples slightly misaligned, all of the remaining staples in the cover block were able to form and release. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
When the device is activated the staples are not closing. The patient's condition was reported as fine.